Manufacturer narrative:
(B)(4). Source: (B)(6). Visual inspection of the returned product found the sterile blister is damaged, likely due to heat damage during the manufacturing process. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. A corrective action was initiated in order to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging was damaged. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.